Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
Note: this report pertains to one of two resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 ultra clips devices were used during a procedure performed on (B)(6) 2025. A problem was encountered with the deployment of the hemostatic clip, wherein the device would not release as intended. As a result, the physician was required to perform a manual release, which led to an unanticipated delay in the procedure. Additionally, the same problem occurred on the other resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results the returned resolution 360 ultra clip was analyzed, and a visual evaluation noted that the device returned without the clip assembly with evidence of full deployment and a kinked control wire. Microscopic inspection was performed and evidence of full deployment and the control wire kinked was found. A dimensional test was performed; it was found that the hooks of the bushing are within specifications. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Upon analysis, the returned device shows that the device was fully deployed. Most likely, due to operational factors during the procedure, it was found that the control wire returned kinked, it appears that the physician experienced difficulties during the clip deployment, which resulted in the bending of the control wire. Contributing factors may include the application of excessive force during deployment, the use of pliers to extract the control wire in an effort to facilitate clip deployment, and other technique-related actions. Additionally, procedural factors such as angulation and overall technique may have played a significant role in this complication. With all available information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to one of two resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 ultra clips devices were used during a procedure performed on (B)(6) 2025. A problem was encountered with the deployment of the hemostatic clip, wherein the device would not release as intended. As a result, the physician was required to perform a manual release, which led to an unanticipated delay in the procedure. Additionally, the same problem occurred on the other resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.